Event description:
75 yo male brought in by ambulance from snf obtunded/ not responding, in cardiac arrest, in pulseless electrical activity. Intubated, went into ventricular fibrillation. Styker lifepak 35 connected to medline defibrillation electrode pads. Shock x 1. It appears a spark from the pad occurred, and a flame from the pathway from the defibrillator pad to the chest hair occurred. Bag-valve-mask on gurney on pathway.